Event description:
Home pt (hp) reports feeling "nauseous" during treatment on homechoice device. Hp was admitted into hospital on 6/24/00 and was diagnosed with peritonitis. Hp was released from hospital "by the 4th" (of july). Hp did not use proper aseptic technique during treatment. Contrary to report from hp, in follow up with pt's primary rn, rn reports hp was not admitted into hosp. Rn reports hp was diagnosed with peritonitis at hosp on 6/24/00, and was treated as an outpatient: ancef 1 gm for four days "i.p." And tobramycin 40 mgs for two days "i.p.".. Rn reports hp has responded to treatment.